Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was verified in the laboratory. Interrogation revealed hardware vvi mode due to a power on reset (por). It is believed that the competitor lead was damaged causing the device to deliver therapy into an open load. The device's functionality was tested on the automated electrical test system and found to be normal.

Event description:
It was reported that during a follow-up visit, the device was in back-up vvi mode and could not be interrogated. The patient reported receiving shocks from the device. The physician elected to replace the device.